Event description:
Mp-crm packaging labels dirty on alizea devices and a shifted printing on one eno device was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Mp-crm packaging labels dirty on alizea devices and a shifted printing on one eno device was observed. For comparisons purposes, competitors & mp-crm shelves in pictures. To be noted that a dirty label on a sterile aimd product is seriously impacty quality image of the company

Manufacturer narrative:
Please refer to the attached analysis report.